Event description:
The caller alleged discrepant results when repeated test with meter. The results are as follows: 1.6, 3.4, 2.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.6, 3.4, 2.3 average 2.43; stdev 0.91; %cv 37.29. As per internal procedure, if the %cv is greater than 20%, the criterion is not met. The product will be investigated. Also as per the internal procedure, if the time elapsed exceeds three hours, there is high possibility that the discrepancies are due to changes in the status of the pt.